Event description:
It was reported that the pt underwent posterior fixation from t3 to l3. While the surgeon was tightening the center screw at l1 the tip of the crosslink driver broke off the instrument. The tip did not fall into the pt. No pt complications were reported.

Manufacturer narrative:
(B) (4): the driver was returned for evaluation. Visual and microscopic examination revealed a fairly brittle fracture at the base of the hex and fillet of the retention tab. Fractures extend at 45 degrees from axis of the shaft. The fractures are consistent with torsional fatigue. A review of the device history records did not identify any applicable nonconformance to specification.